Manufacturer narrative:
(B)(4). The local field representative has been contacted to request additional information. Should further information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 8 shocks in the past 2-3 months. Three of the shocks occurred in the past 4-5 days. The shocks have occurred while the patient is sleeping. The field representative faxed in episodes for boston scientific technical services (ts) to review. It appears the patient was in atrial fibrillation or flutter. The qrs amplitude was very low and the device was sensing the atrial fibrillation/flutter waves along with the qrs signals. The captured s-ecgs in primary and secondary sensing vectors show appropriate sensing today. X-rays were taken, which revealed the electrode had migrated superiorly to the point that the sense b electrode may be near the atrium. The sense a electrode appears to be near the clavicle. The electrode in general appears to be left of the sternum. Ts recommended repositioning the electrode as it is not guaranteed the system could terminate a true ventricular fibrillation (vf) if left in the current position. The impedance measurement for one of the delivered shocks was 124 ohms. No further information is available at this time.